Manufacturer narrative:
The initial MDR 2432235-2021-00320 was filed on 28-dec-2021. Additional information (21-jan-2021): siemens reviewed the available data. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. Quality control was in range and no issues were noted with other patient samples indicating that the instrument and reagents were performing acceptably. Repeat of the same sample yielded the expected results. The cause of the falsely depressed creatinine, enzymatic (ecre_2) patient sample test result is unknown. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
A falsely depressed creatinine, enzymatic (ecre 2) patient sample test result was obtained from an atellica ch 930 analyzer. The initial test result was reported to the physician(s), who questioned the result and transferred the patient to an alternate location. The patient was retested at the alternate location and a higher test result was obtained. The initial sample was repeated on an alternate atellica ch 930 analyzer and a higher test result was obtained. The repeat result from the initial sample was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ecre 2 test result.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that a falsely depressed creatinine, enzymatic (ecre 2) patient sample test result was obtained from an atellica ch 930 analyzer. Siemens evaluated the analyzer log file and found no indication of an autocheck failure. Siemens is investigating.